Event description:
Physician closed the arteriotomy using the closer-tsl6 device. Pt developed a clot at the site. Reports from the field indicate that the physician was not in the common femoral artery, but at the bifurcation of the profundis and the superficial femoral artery. It is believed that physician closed the arteriotomy at the bifurcation. The pt underwent a thromboembolectomy and recovered with no further incident.